Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside a procedure. It was reported that the navigation system wouldn't recognize the biopsy needle. This occurred during servicing. There was no patient preset during this event.